Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the explanted lead was taken by the hospital, and although they (the rep) asked for it to be returned, they didn¿t know if it would be. Following removal, the infected area was cleaned and left to heal while it was discussed if the patient should be reimplanted. No further complications were anticipated.

Manufacturer narrative:
Additional review determined (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 10-feb-2013, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual, movement disorders, essential tremor, and dbs-other. It was reported the lead had an incisional wound opening. The patient was taken to the emergency room two weeks ago with gauze over a six inch wound from a fall. The hcp immediately removed the lead. There was a described hair sticking in the gauze and it was indicated this was due to poor care. The left side lead was removed due to infection. No further complications were reported as a result of this event.